Event description:
User facility reported that during flu season, using co's hypodermic needle protection, they had problems with leakage, bent needles, dead space, and the needle staying in the pt's arm.